Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. MFR# clarification: new registration number 3012307300 (B)(4) is now being used for MFR report number, replacing registration number 2183502 (B)(4).

Event description:
It was reported that a portex blue line ultra tracheostomy tube side line connector detached from the side line. It was clarified that the side line was the suction line used for suctioning and vocalization. It was noted that the issue was noticed immediately upon use, but the exact time was unknown. A leak check was performed prior to use and confirmed no abnormality. No patient injury was reported.

Manufacturer narrative:
Upon receipt of the returned product specimen, it was visually examined. One tracheostomy tube side line connector with vocal aid was received for analysis. The vocal aid tube was found to be broken in the area bonded with the connector. The bonding area showed signs of excessive solvent application. While no definitive root cause to the reported issue could be determined, the most probable root causes could be attributed to the operator applying excessive solvent on the bond between the connector and the vocal aid tube, causing the observed detachment or the excessive solvent was not detected by operators through the visual inspection during the manufacturing process.